Manufacturer narrative:
Per tandem¿s t:slim user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the infusion set tubing disconnected from the luer lock. The customer's blood glucose (bg) level was 300 mg/dl. The customer indicated that they would changed the site/cartridge and deliver boluses to address bg level.